Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip devices were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, prior cardiac surgery. Complications reported included death, heart failure, prolonged hospitalization, bleeding, embolism, tissue damage, additional mitraclip procedure, myocardial infarction, cardiac arrest, medication; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment:.

Event description:
The article "functional outcomes of clip use in severe mitral regurgitation and shock (focus-mr): single-center registry" was reviewed. The article presented a retrospective single center study, to evaluate the feasibility, safety, and clinical outcomes of mitraclip implantation in patients with severe mr and cardiogenic or mixed shock. Devices mentioned include mitraclip. The article concluded that mitraclip implantation is a feasible intervention for severe mr in patients with shock, demonstrating high procedural success and meaningful reductions in mr severity across both cardiogenic and mixed shock. These exploratory findings highlight the need for larger prospective studies to validate outcomes and refine patient selection. [The primary author and corresponding author was mustafa suppah at st. Joseph's hospital and medical center institution with corresponding email mustafa.suppah@gmail.com]. The time frame of the study was january 2017 to december 2023. A total of 47 patients were included in this study, of which 47 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, prior cardiac surgery. (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization, bleeding, embolism, tissue damage, additional mitraclip procedure, myocardial infarction, cardiac arrest, medication.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "functional outcomes of clip use in severe mitral regurgitation and shock (focus-mr): single-center registry" was reviewed. The article presented a retrospective single center study, to evaluate the feasibility, safety, and clinical outcomes of mitraclip implantation in patients with severe mr and cardiogenic or mixed shock. Devices mentioned include mitraclip. The article concluded that mitraclip implantation is a feasible intervention for severe mr in patients with shock, demonstrating high procedural success and meaningful reductions in mr severity across both cardiogenic and mixed shock. These exploratory findings highlight the need for larger prospective studies to validate outcomes and refine patient selection. [The primary author and corresponding author was mustafa suppah at st. Joseph's hospital and medical center institution with corresponding email mustafa.suppah@gmail.com]. The time frame of the study was january 2017 to december 2023. A total of 47 patients were included in this study, of which 47 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, prior cardiac surgery. (B)(4), unk mitraclip: peri- and post-procedural complications included death, heart failure, prolonged hospitalization, bleeding, embolism, tissue damage, additional mitraclip procedure, myocardial infarction, cardiac arrest, medication.